Manufacturer narrative:
One 7f, quadripolar, large curl, xls livewire tc ablation catheter was received for evaluation. A char-like substance was seen on the returned device on electrode 2. No other visual anomalies were noted. A short circuit was detected between the distal tip and conductor wire 2. Dissection revealed that the flat wire insulation was torn and the insulation for conductor wire 2 was abraded in the same location, consistent with the short circuit detected and the reported signal issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the short circuit remains unknown.

Event description:
This report is to advise of a short circuit noted during analysis.